Event description:
Upon removal of the needle/stylet assembly, the needle separated from the stylet. The reporter had no additional information concerning this incident.

Manufacturer narrative:
H.6 - conclusion: a root cause analysis was unable to be performed as the sample was not returned. However, a corrective action has been opened which includes a validation of the crimping process and installation of sensors that will allow detection of air pressure on the general line. If air loss is detected the sensor will not allow the operator to continue with inadequate pressure. Sop's have been modified to define set-up requirements for a new window of parameters to ensure a good union between the needle and stylet assembly.